Event description:
It was reported that the pump battery could not be charged. Customer's reported blood glucose (bg) level as ¿high¿, specific value was not provided. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, the customer had not addressed their high bg during troubleshooting with customer service.